Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 21-23-24 mm in diameter and 21 mm in length. The left common iliac artery was 11-15-13 mm in diameter and the right common iliac artery was 13-14-15 mm in diameter. It was reported that after the stent graft was implanted, the physician thinks there is a small proximal type I endoleak due to an unknown cause. An angiorgram was done and no endoleak was observed however, the physician decided to implant a palmaz stent and aptus screws. The procedure was successfully completed resolving the endoleak and the patient is doing very well. No additional clinical sequelae were reported. Film review analysis: review of returned pre-implant cta's revealed the proximal neck was calcified and angulated 55deg a-p. The neck diameter (flow lumen) was 21mm and approximately 2cm in length. The max diameter aaa was 8.8cm and contained thrombus. The distal aorta and both iliacs were calcified. Images during and post-implant were not provided, and the reported endoleak could not be assessed. The cause could not be determined.

Manufacturer narrative:
(B)(4).